Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was capped due to oversensing with inappropriate therapies and low impedance.

Manufacturer narrative:
Combination product: yes. The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself, the available data as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 76 months and 21 charging cycles were recorded to the device¿s memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to three charging cycles that resulted in one shock delivery. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Four x-ray images of the distal region of the implanted lead were available for analysis. The images clearly showed the helical design of the conductor cables. No evidence of conductor discontinuity can be identified based on these images. Further conclusions cannot be drawn, as the images represent only a very limited section of the lead. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. The integrity of the lead cannot be assured based on the available information. An analysis of the lead itself would be necessary to determine the root cause of the clinical observation.